Event description:
Device malfunction: none. Adverse event: date from intracerebral hemorrhage. Time of the adverse event: the day of the procedure. It was reported the patient underwent a pta stenting procedure of the left internal carotid artery in 2005. The patient expired due to a intracerebral hemorrhage the day of the procedure. No additional information is available.

Manufacturer narrative:
B5: study event. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.